Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this lead exhibited intermittent loss of capture. It was determined that the lead had micro-dislodged. A revision procedure was scheduled. No adverse patient effects were noted.